Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the ablation procedure, the puller wire of the catheter broke. The physician removed the catheter from the patient¿s body to check the catheter curve and "catheter tip thrombus". The catheter was replaced to fix the issue. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. This event will be conservatively reported as a malfunction as multiple attempts have been made to obtain clarification on the thrombus reported. However, no response has been received. The issue with the puller wire was assessed as not reportable. If the puller wire of the catheter breaks, it would not allow the catheter to deflect. The user will not be able to use the device and will have to replace it. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 4/17/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the ablation procedure, the puller wire of the catheter broke. The physician removed the catheter from the patient¿s body to check the catheter curve and "catheter tip thrombus". The catheter was replaced to fix the issue. No patient consequences were reported. The device was visually inspected and thrombus was observed on the tip, then, during the second visual inspection, no thrombus was not observed, this could be related to the decontamination process. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the handle area and the puller wire was found detached from the brass ferrule causing the deflection issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the material observed could be related to the procedure. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Originally the lot number was reported as ¿unknown¿. During the biosense webster failure analysis investigation of the product, we were able to retrieve the lot number. Correction to the following fields: lot from ¿unknown¿ to ¿17740070l¿. Expiration date from no information to ¿9/25/2018¿. Device manufacture date from no information to ¿9/26/2017¿. Manufacturer's reference number: (B)(4).